Event description:
It was reported that "pt had to have implant removed and synthes blade plate put in. Patient walking and daily routine".

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.